Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was lifted. The device was removed normally from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.